Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 97 mg/dl with lot reported as both 495887 and 495889, 231 mg/dl with lot 496558 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.